Event description:
The electrode was implanted. The surgeon then attempted to put the protective cap over the proximal end of the lead. He held the connection area carefully with 2 fingers. When the surgeon tighten the screw that would hold the protective cap to the lead, the assembly that housed the screw turned in the plastic of the cap and blocked itself. This almost damaged the electrode connector pole. The surgeon had to cut the cap off with a knife and scissors.

Manufacturer narrative:
(B)(4).